Event description:
It was reported that the patient was golfing and dislodged all 3 of the leads. The left ventricular lead had a loss of capture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: (B)(4) implantable cardioverter defibrillator, implanted: 2011 (B)(6); 694958 implantable tachy lead, implanted: 2006 (B)(6). (B)(4).